Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant follow-up, the battery current measurements increased when the output voltage was programmed to 2.5v or less.